Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge and migraine had resolved and the dysmenorrhoea, dyspareunia and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy in insertion dates-(B)(6) 2008 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events: pain: abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding: general abnormal bleed, psych injury, bladder/urinary problems: uti, vaginal infection, vaginal discharge were added. Essure dates, patient date of birth, reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal odor, haemorrhage nos, lower abdominal pain, constipation, fever, kidney stones and wisdom teeth removal. Previously administered products included for to prevent pregnancy: errin from 23-may-2014 to 21-aug-2014; for an unreported indication: folic acid from 5-sep-2013 to 23-may-2014, cetrizine from 3-aug-2013 to 21-mar-2014 and nortrel 1/35 (21) from 14-feb-2013 to 21-jun-2013. Concurrent conditions included obesity, gerd, back pain, irregular periods, swelling abdomen, yeast infection, general body pain, chills, headache, bronchitis, dizziness and abdominal tenderness. Concomitant products included ondansetron (zofran) from 5-sep-2013 to 29-oct-2018 and ranitidine hydrochloride (zantac) from 5-sep-2013 to 29-oct-2018 for gerd as well as cyclobenzaprine from 18-may-2016 to 16-aug-2018, gabapentin (neurontin) from 19-dec-2014 to 29-oct-2018, iron from 12-jan-2016 to 29-dec-2016, loratadine (claritin) from 21-feb-2014 to 19-oct-2017 and promethazine from 1-jul-2013 to 21-mar-2018. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), migraine ("migraine/migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression"), vaginal infection ("vaginal infection") and anxiety ("psych injury/ anxiety/mental anguish"). The patient was treated with buspirone, butalbital;caffeine;paracetamol (fioricet), celecoxib (celexa), ethinylestradiol;norgestimate (ortho tri-cyclen), fluconazole (diflucan), fluoxetine hydrochloride (prozac), hydroxyzine, ibuprofen, sulfamethoxazole;trimethoprim (bactrim) and surgery (endometrial ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge and migraine had resolved and the dysmenorrhoea, dyspareunia, depression, female sexual dysfunction, anxiety, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in insertion dates-(B)(6) 2008. Current weight 190 lbs. The essure device was then deployed per manufacturer¿s instructions in the patient's left fallopian tube and approximately 5 coils were noted protruding into the uterus. Attention was then turned to the patient's right fallopian tube, where again the essure device was deployed per manufacturer's instructions. She received treatment for pain, bleeding, bladder/urinary problem, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on 17-nov-2014: bilateral occlusion. Total bilateral occlusion. 1.tubal occlusion with no free spill of contrast into the peritoneum. 2. 2. Post procedure x-ray of the pelvis shows small amount of residual contrast in the endometrial cavity. Concerning the injury reported in this case, the following ones were described in patient's medical records: vaginal bleeding, abdominal pain, menorrhagia, vaginal discharge, uti, dyspareunia, migraine, pelvic pain, nausea, anxiety, depression. Batch no: c06473 production date : 2013-12-20 expiration date : 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), updated as recovered. Seriousness criteria removed for genital haemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleed') in a 28-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal odor, hemorrhage, lower abdominal pain, constipation, fever, kidney stones and wisdom teeth removal. Previously administered products included for to prevent pregnancy: errin from (B)(6) 2014; for an unreported indication: folic acid from (B)(6) 2013 to (B)(6) 2014, cetrizine from (B)(6) 2013 to (B)(6) 2014 and nortrel 1/35 (21) from (B)(6) 2013. Concurrent conditions included obesity, gerd, back pain, irregular periods, swelling abdomen, yeast infection, general body pain, chills, headache, bronchitis, dizziness and abdominal tenderness. Concomitant products included ondansetron (zofran) from (B)(6) 2013 to (B)(6) 2018 and ranitidine hydrochloride (zantac) from (B)(6) 2013 to (B)(6) 2018 for gerd as well as cyclobenzaprine from (B)(6) 2016 to (B)(6) 2018, gabapentin (neurontin) from (B)(6) 2014 to (B)(6) 2018, iron from (B)(6) 2016 to (B)(6) 2016, loratadine (claritin) from (B)(6) 2014 to (B)(6) 2017 and promethazine from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), migraine ("migraine/migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression"), vaginal infection ("vaginal infection") and anxiety ("psych injury/ anxiety/mental anguish"). The patient was treated with buspirone, butalbital;caffeine;paracetamol (fioricet), celecoxib (celexa), ethinylestradiol;norgestimate (ortho tri-cyclen), fluconazole (diflucan), fluoxetine hydrochloride (prozac), hydroxyzine, ibuprofen, sulfamethoxazole;trimethoprim (bactrim) and surgery (endometrial ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge and migraine had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, female sexual dysfunction, anxiety, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in insertion dates-(B)(6) 2008. Current weight 190 lbs. The essure device was then deployed per manufacturer¿s instructions in the patient's left fallopian tube and approximately 5 coils were noted protruding into the uterus. Attention was then turned to the patient's right fallopian tube, where again the essure device was deployed per manufacturer's instructions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: bilateral occlusion. Total bilateral occlusion. 1.tubal occlusion with no free spill of contrast into the peritoneum. 2. 2. Post procedure x-ray of the pelvis shows small amount of residual contrast in the endometrial cavity. Concerning the injury reported in this case, the following ones were described in patient's medical records: vaginal bleeding, abdominal pain, menorrhagia, vaginal discharge, uti, dyspareunia, migraine, pelvic pain, nausea, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs & mr received- lot number was added. New events abnormal bleeding (vaginal, menorrhagia), nausea, weight gain, apareunia (inability to have sexual intercourse) and anxiety/mental anguish were added. Event psych injury was updated to depression. Event onset date was added. Implant date was updated. Concomitant drugs, medical history were added. Patient's height, weight and age was added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleed') in a 28-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal odor, haemorrhage nos, lower abdominal pain, constipation, fever, kidney stones and wisdom teeth removal. Previously administered products included for to prevent pregnancy: errin from (B)(6) 2014; for an unreported indication: folic acid from (B)(6) 2013 to (B)(6) 2014, cetrizine from (B)(6) 2013 to (B)(6) 2014 and nortrel 1/35 (21) from (B)(6) 2013. Concurrent conditions included obesity, gerd, back pain, irregular periods, swelling abdomen, yeast infection, general body pain, chills, headache, bronchitis, dizziness and abdominal tenderness. Concomitant products included ondansetron (zofran) from (B)(6) 2013 to (B)(6) 2018 and ranitidine hydrochloride (zantac) from (B)(6) 2013 to (B)(6) 2018 for gerd as well as cyclobenzaprine from (B)(6) 2016 to (B)(6) 2018, gabapentin (neurontin) from (B)(6) 2014 to (B)(6) 2018, iron from (B)(6) 2016 , loratadine (claritin) from (B)(6) 2014 to (B)(6) 2017 and promethazine from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), migraine ("migraine/migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/depression"), vaginal infection ("vaginal infection") and anxiety ("psych injury/ anxiety/mental anguish"). The patient was treated with buspirone, butalbital;caffeine;paracetamol (fioricet), celecoxib (celexa), ethinylestradiol;norgestimate (ortho tri-cyclen), fluconazole (diflucan), fluoxetine hydrochloride (prozac), hydroxyzine, ibuprofen, sulfamethoxazole;trimethoprim (bactrim) and surgery (endometrial ablation and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge and migraine had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, female sexual dysfunction, anxiety, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in insertion dates-(B)(6) 2008. Current weight 190 lbs. The essure device was then deployed per manufacturer¿s instructions in the patient's left fallopian tube and approximately 5 coils were noted protruding into the uterus. Attention was then turned to the patient's right fallopian tube, where again the essure device was deployed per manufacturer's instructions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: bilateral occlusion. Total bilateral occlusion. 1.tubal occlusion with no free spill of contrast into the peritoneum. 2. 2. Post procedure x-ray of the pelvis shows small amount of residual contrast in the endometrial cavity.. Concerning the injury reported in this case, the following ones were described in patient's medical records: vaginal bleeding, abdominal pain, menorrhagia, vaginal discharge, uti, dyspareunia, migraine, pelvic pain, nausea, anxiety, depression. Batch no: c06473 production date : 2013-12-20 expiration date : 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.